Event description:
It was reported the patient presented with an atrial lead that had dislodged. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received noted the atrial lead exhibited a loss of capture. Chest x-ray confirmed the lead dislodged and perforated into the lung.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and cardiac perforation. As received, a partial lead (only the connector portion) was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform helix mechanism/ extension length test and tip stiffness test due to the condition of the lead, as received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.